Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, foreign material that appeared to be white powder (1mm or less), was observed around the nozzle opening. There was no report of patient or user harm due to the event. No problems related to clinical use or reprocessing were reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. The suggested event ¿foreign materials around the nozzle outlet were observed¿, was not able to be confirmed. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is also recommended that the user facility confirm reprocessing conditions and methods, as well as storage conditions. It is finally also recommended that the user facility check dilution conditions of used chemical agents that they match the manufacturer¿s recommended conditions